Event description:
A micro joint heavy needle driver used for a procedure development lab study has a broken and missing jaw. It was not confirmed whether the malfunction occurred during a clinical procedure or in vivo study. No adverse event was reported.